Event description:
It was reported that a caregiver of a recently initiated ilet user paused insulin delivery to keep glucose higher before bed, then resumed at a glucose of 201 mg/dl, after which an automated correction bolus was delivered and the user experienced hypoglycemia to 54 mg/dl. The caregiver then administered a large amount of apple juice and paused insulin again. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no health consequences or impact. Investigation included caregiver interview and analysis of user-provided information. Investigation of this case revealed a usage problem related to failure to follow instructions and improper procedure by overtreating hypoglycemia, with no device problem found and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error that contributed to the event.